Event description:
The surgeon found that the 2nd coil: deltapaq cerecyte microcoil 2 mm x 8 cm (cdf10020830/g15854) could not be advanced and detached in the patient¿s body. The coil was changed to another one to complete the procedure. No adverse event on the patient. The procedure was embolization of intracranial aneurysm on (B)(6) 2013. The aneurysm size is 5*4.1mm.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: new coil (details unknown); microcatheter (details unknown).

Manufacturer narrative:
It was reported that during coil embolization of a 5 x 4.1 mm intracranial aneurysm in a 69 yr old female, the surgeon found that the second coil, a deltapaq cerecyte microcoil 2 mm x 8 cm (cdf10020830/g15854) could not be advanced or detached in the unknown microcatheter. A different coil was used to successfully complete the procedure. There was no reported adverse event for the patient. No additional information is available. Neither the coil nor the unknown microcatheter were returned for analysis; therefore, it cannot be determined whether the coil subsequently unintentionally detached inside the microcatheter or after the device was completely withdrawn. Examination of the returned device positioning unit (dpu) showed that the detachment fiber received heat and melted as designed, which indicates that the detachment button was pressed. The dpu passed electrical testing. Even though the dpu passed electrical testing during laboratory evaluation it was not stated in the report that the recommended pre-deployment electrical check was performed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ located on the top proximal end of the resheathing tool of the open cutout section, the v notch has been fractured. The locking mechanism has compression and stretching damage. Therefore, the root cause of the reported non-detachment of the coil cannot be determined. Without the return of the complete detachment system, the coil, and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. It was further stated in the initial complaint report that there was a difficulty advancing the coil into the patient. The primary contributing factor of the difficulty advancing the coil most likely occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance during coil advancement. In this condition, advancing the coil into the patient will be difficult due to the resistance from the locking mechanism becoming embedded inside the resheathing tool¿s v notch. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Due to not receiving some of the key components used in the procedure, no conclusion can be definitively drawn with regard to the root cause of complaint event, and the labeling appears to adequately address the likely contributory factors that were identified. Therefore, based on the foregoing analysis, no corrective action is warranted at this time.

Manufacturer narrative:
Revised (B)(6) 2013 to include additional information received from qualrap on (B)(6) 2013. It was reported that during coil embolization of a 5 x 4.1 mm intracranial aneurysm in a (B)(6) yr old female, the surgeon found that the second coil, a deltapaq cerecyte microcoil 2 mm x 8 cm (cdf10020830/g15854) could not be advanced or detached in the unknown microcatheter. A different coil was used to successfully complete the procedure and no adverse event occurred. Further investigation revealed that there was no torquing of the device positioning unit (dpu) during the procedure, and no damage to the coil was noted by the user either before insertion or after withdrawal. However, it was also reported that an adequate continuous saline flush was not maintained as recommended by the instructions for use: ¿to achieve optimal performance ¿ it is important that a continuous infusion of an appropriate flush solution be maintained. Figure 2 illustrates the connections necessary for the [microcoil system] including a typical continuous saline flush set-up with pressure bag for the catheter system.¿ neither the coil nor the unknown microcatheter were returned for analysis; therefore, it cannot be determined whether the coil subsequently unintentionally detached inside the microcatheter or after the device was completely withdrawn. Examination of the returned dpu showed that the detachment fiber received heat and melted as designed, which indicates that the detachment button was pressed. The dpu passed electrical testing. Even though the dpu passed electrical testing during laboratory evaluation it was not stated in the report that the recommended pre-deployment electrical check was performed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ located on the top proximal end of the resheathing tool of the open cutout section, the v notch has been fractured. The locking mechanism has compression and stretching damage. Therefore, the root cause of the reported non-detachment of the coil cannot be determined. Without the return of the complete detachment system, the coil, and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. It was further stated in the initial complaint report that there was a difficulty advancing the coil into the patient. The primary contributing factor of the difficulty advancing the coil most likely occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance during coil advancement. In this condition, advancing the coil into the patient will be difficult due to the resistance from the locking mechanism becoming embedded inside the resheathing tool¿s v notch. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Due to not receiving some of the key components used in the procedure, no conclusion can be definitively drawn with regard to the root cause of complaint event, and the labeling appears to adequately address the likely contributory factors that were identified. Therefore, based on the foregoing analysis, no corrective action is warranted at this time.